Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 71 closed samples and an open sample (seems unused) with the needles attached to the thread (thread is still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of some of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.01 kgf in minimum. Ep requirements are: 0.23 kgf in average and 0.11 kgf in minimum. According to ep requirements one low value in 15 tested units is accepted. Reviewed batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that, upon opening the package, some needles had already detached from the thread. Also, when picking up the needle with the needle holder, it detaches from the thread. There is no patient involvement, as the surgeon or the instrumentalist detects it when taking the suture out of the package. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.